Event description:
It was reported that the zimmer air dermatome ii handpiece was not calibrated properly. It was also reported that the blade and pin drive seemed to jiggle more in this handpiece than others. Add'l clinical f/u with the hosp indicated there was no harm or medical/surgical intervention reported. The surgical time was increased by ten minutes while an alternate unit was obtained and set up to complete the planned procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 6 months old and has been returned for repair previously on (B)(4) 2012. Investigation of the unit did not display any damage, was in calibration at all thickness settings and the motor ran within specs. The reported event could not be duplicated and the cause could not be determined. The device was serviced and returned to the customer.